Event description:
Pt underwent ascend ac mesh implantation and concomitant desara sling procedure. The pt experienced a febrile reaction, so dr (B)(6) completely removed the ascend mesh and the fever resolved. The desara mesh remains implanted in pt.